Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email high blood glucose and issues with the insulin pump. Customer's blood glucose level was 500 mg/dl. Customer experienced issues with the lost sensor alert and they changed out their infusion set every 3 days. Customer advised they were busy and were unable to troubleshoot.